Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to cellulitis and the ulcerations cannot be ruled out. Cellulitis was not reported as an adverse event in the ef-23 trial of optune lua together with pemetrexed and cisplatin or carboplatin in patients with mesothelioma. There have been 83 reports of cellulitis in the optune commercial program to date and 0 cases for pleural mesothelioma. Medical device site ulcer was not reported as an adverse event in the ef-23 trial of optune lua together with pemetrexed and cisplatin or carboplatin in patients with mesothelioma. There have been 316 reports of medical device site ulcer in the optune commercial program to date and 0 cases for pleural mesothelioma.

Event description:
An 83-year-old female with malignant pleural mesothelioma (mpm) initiated optune lua therapy on (B)(6) 2025. On (B)(6) 2025, novocure received a medical record indicating that during an appointment with radiation oncology on (B)(6) 2025, the patient reported significant skin irritation, increased sensitivity, and a sensation of skin "ripping" attributed to the use of the optune lua device. The patient was prescribed clobetasol ointment, which caused a burning sensation upon application. The patient temporarily discontinued optune lua therapy. During an appointment on (B)(6) 2025, it was documented that the patient had a history of delayed wound healing on the left chest wall, secondary to optune lua use. The patient had applied clobetasol, mometasone, and silver sulfadiazine ointments without clinical improvement. The patient had discontinued optune lua over one month prior due to grade 2 dermatitis. Over the two weeks preceding the appointment, the patient experienced progressive erythema, swelling, and pain involving the left breast, axilla, and chest wall. Clinical examination revealed moderate erythema, warmth, tenderness, and skin induration, most pronounced in the left inferior axilla. Additionally, two dry, healing ulcerations with scabbed formation were observed on the left upper scapular region. The health care provider (hcp) diagnosed the condition as cellulitis, likely originating from the area of ulceration on the posterior lateral back, accompanied by left shoulder pain. The hcp prescribed a 7-day course of an unspecified antibiotic for treatment. Multiple attempts were made to contact the prescribing physician for clarification; however, no response was received.

Manufacturer narrative:
On january 23, 2026, novocure received additional information from the prescribing physician. The physician reported that the patient had not been hospitalized and had received treatment with an unspecified oral antibiotic. Fair skin was reported as the sole risk factor. The physician assessed the events as related to optune lua therapy. Furthermore, it was reported that the patient had died on (B)(6) 2026; the physician attributed the death to the underlying disease and unrelated to optune lua therapy.